Manufacturer narrative:
This complaint has been generated based on findings discovered during the post-market surveillance literature review. The alleged event could not be confirmed, since no additional information was received from the author or the article. More detailed information about the patient medical history, the event circumstances, and medical reports must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer received a "a retrospective data collection of the internal fracture fixation and bone fragment fixation with darco headed cannulated screws" that contains collected data on the usage and the outcomes of darco headed cannulated screws. The chart review of all records was performed between (B)(6) 2022 and (B)(6) 2022. During the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: delayed union in 4 cases this case is for patient # 3